Manufacturer narrative:
The customer will be calling back to schedule a preventative maintenance visit and the reported issue will be addressed at that time.

Event description:
The customer reported that the system would not boot up. There is no report of pt injury associated with this event.